Event description:
A medtronic representative received a report from a site biomed representative that a surgeon experienced intermittent tracking issues while in an ear, nose & throat (ent) procedure. No further details were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
RMA issued. Replacement field generator emitter shipped to site (B)(4) 2014. Medtronic investigation of returned suspect device finds that a technician verified a registration probe with an error of 0.6mm. Verification, tracking, and accuracy with this field generator looked normal. During a 24 hour burn-in period no intermittent tracking was observed. Flexing the cable does not indicate any intermittent opens. The emitter passed the pegboard test. No fault found. (B)(4) 2014 a medtronic representative performed a navigation system check-out. Emitter tracked intermittently. Replacing emitter resolved the issue.